Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 10sep2024.

Event description:
It was observed during the device inspection, that the video system center exhibited a loose power supply. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field: h6. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, it is likely that the following led to the malfunction: a screw of the power unit was loose inside, however, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.